Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and time clock anomaly. The customer¿s blood glucose level was 139 mg/dl. It was reported that usually the bottom arrow gave a problem. The customer reported that they had to press buttons 50 times for it to respond. The customer stated that the alarm was not in progress at the time the button was unresponsive. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened dome switches. Unable to perform self test, displacement test, or verify time anomaly due to flattened dome switches. No stuck button alarm noted during testing. The keypad connector was not found unlocked during visual inspection.

Manufacturer narrative:
The customer's weight information with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
The customer's weight information has been changed to (B)(6).